Event description:
Surgery to include seri mesh scaffold (allergan manufactured) since now they have sold to sofregen medical, since initial install on (B)(6) 2015 - leading to infection which has resulted in multiple surgeries to remove, efforts to correct damaging effects from the medical device and long term antibiotics.